Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have one bent grip, causing them to be misaligned. The offset at the tips was 0.80mm. The grips were not found to be cracked. The instrument was found to have thermal damage on the molded insulator. The instrument passed an electrical continuity test. The complaint regarding misaligned tips was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure the tips were misaligned on the fenestrated bipolar forceps instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.